Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to be in poor condition; the top case was chipped and cracked and the plunger head was full of contamination and additional contamination was found on the bottom case. A review of the device event history log was unable to find evidence of reported error "positive supply bgnd test". During functional testing, the reported device error was unable to be verified after start-up. However, a burnt chip was observed on the contaminated interconnect board. Investigation determined that the observed failure was a result of improper use of the device. The observed fluid ingression into the main body of the device was a result of the cracking in the top case which was induced via the use of disinfectants that attacked the top case plastic and/or had a significant impact on the device. The device plunger head and bottom case were replaced for contamination. The device battery, clutch halves, and top case were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump was inspected by a user facility technician and it was observed that the pump was smoking near the battery pack. The technician observed that the pump showed the error "positive supply bgnd test" when the smoking was observed. The error was considered to be indicative that the power supply had malfunctioned. No patient injury was reported.